Manufacturer narrative:
The description of the event, the logfile and the picture sent provided a basis for the investigation. The pictures were analyzed regarding the reported "shutdown while in use." The reported symptom could be confirmed as the picture sent indicates that an electronical filter on the control board was faulty. As root cause a failed capacitor was found it shorted the internal voltage supply resulting in a failure within the way measurement system of the gas mixer consequently ventilation was stopped, the unit posted alarms to inform the user about the deviation detected. Restarts were triggered. During the restart which takes approximately 8 seconds the device opens the airway system in order to enable either spontaneous breathing or manual ventilation of the patient. As this action was not successful it was reportedly repeated several times. Thermal overload of the inductor did not increase the risk of fire as the control board is encapsulated within a metallic housing. The failure rate of the valve air which also comprises the affected control board is accepted by the responsible project group. As the exchange of the valve air has fixed the reported problem and the failure rate is acceptable further measures are not taken.

Event description:
It was reported that the evita 4 shut down while in use. The user was not able to restart the machine. There was no injury reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up report.